Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured two driveline disconnected alarm events on april 1, 2021. At 8:38 am, the driveline disconnected alarm became active. The pump speed value reduced to zero rpm with associated hazard alarms (low flow, lvad off). The alarm event appeared to be related to a physical disconnection of the driveline for approximately 10 seconds. The driveline was connected, and all alarms cleared shortly after. At 2:25 pm, the driveline disconnected alarm became active. The pump speed value reduced to zero rpm with associated hazard alarms (low flow, lvad off). The alarm event appeared to be related to a physical disconnection. Both power cables were disconnected, and the shutdown sequence was initiated shortly after. These sequences of events appear to be related to the disconnection of controller from service consistent with the reported system controller exchange. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The driveline locking mechanism functioned as intended and the bulkhead connector was unremarkable. The reported event of the ¿controller self-test has lights that appear to be out or faded and shadowed¿ could not be confirmed. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Self test was activated, and the pump running symbol appear to be as bright as the other leds on the front user interface. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6)) was shipped to the customer on 05oct2020. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿driveline disconnected¿ alarms. 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. (See page 33.) It may take up to 10 seconds for the pump to start. 2. Check that the modular in-line connector is secure. 3. If alarm persists after reconnecting the driveline, press any button on the system controller to potentially resolve. 4. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. See page 63. 5. Immediately call hospital contact if steps 1¿3 do not resolve the alarm. In section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had alarms in the history with two pump stops and a driveline disconnect. The patient reported no dl disconnect performed and visibly intact when the patient arrived to the clinic. The log file was reviewed which found a driveline disconnect causing the pump stop that occurred on (B)(6) 2021 at 0832. The pump was off for 10 seconds. There were no other unusual events seen in the log file. The controller was exchanged. The cause of the driveline disconnect was unknown. An x-rays was done to ensure that there was no damage to the driveline, none was indicated. Plan of care had no change. The patient returned home after the controller exchange and has had no issues since. No additional information was provided.